Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the device fired but there was no staple formation. There were no staples deployed. There was an extended incision and they converted the laparoscopic procedure to an open one due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the device fired but there was no staple formation. There was an extended incision and they converted the laparoscopic procedure to an open one due to the product problem.